Event description:
The customer reported via phone call that they had an unexpected restart alarm on their insulin pump. Customer also reported the alarm occurring while on the phone. Customer stated the alarm occurred while they were changing the battery. The customer reported the alarm was recurring during normal insulin pump use. Customer's blood glucose was unknown. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.